Event description:
Reported 46 false negative results for flu b. No confirmatory testing completed.

Manufacturer narrative:
Investigation conclusion: tested 3x retained devices with flu b positive standard. All devices yielded valid and accurate flu b positive results at the 15 minute result read time. Investigation summary: in response to your complaint, we tested retained devices from the reported lot with flu b positive standard. In our quality control laboratory, all the retained devices tested yielded valid and accurate flu b positive results at the fifteen (15) minute result read time. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: could not duplicate with retained devices. Source: phone.